Manufacturer narrative:
Bec tracking number: (B)(4).

Manufacturer narrative:
The fill patient identifier is (B)(6). Five patients are included in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 antigen reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported false positive sars-cov-2 antigen (access sars-cov-2 antigen assay, part number c68668, lot number 971258) results were generated for several patients on the customer's unicel dxi 600 access immuno assay analyzer (part number a30260 and serial number (B)(4)). The customer reported that on five (5) of the employees tested on (B)(6) 2021, all of which were symptomatic, five (5) were positive on antigen (2.52, 1.17, 9.47, 8.62, and 1.04 s/co) (reactive =1.00 s/co). One of the samples (customer did not specify which one) was ran on pcr and it was negative. The others were not run on pcr. No affect to patients or end-users has been reported in connection with this event. No hardware errors or other assay issues were reported in conjunction with this event. No calibration, quality control or system check data was provided. The customer was using reagent lot 971258. There was no report of sample integrity issues. No further information was provided.